Event description:
It was reported the patient was admitted to the hospital at 7:24 a.m. On (B)(6) 2024 due to multiple pain in his body due to a fall from a height for about 2 hours, and the patient was given craniotomy hematoma removal in the emergency department at around 8 a.m. On (B)(6), and the peripherally cannulated central venous catheter kit and accessories were used to observe the changes in the patient's condition at about 9:15 a.m., and then the medical staff escorted him back to the neurosurgery intensive care unit. At 9:25 a.m., it was found that the peripherally cannulated central venous catheter kit and accessories were not fixed properly, resulting in subcutaneous effusion around the catheter, and at 9:35, the central venous catheter was removed and the patient was given another peripherally canned central venous catheter kit and accessories, and magnesium sulfate was given a wet compress. On (B)(6), the patient's subcutaneous effusion was relieved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was admitted to the hospital at 7:24 a.m. On (B)(6) 2024, due to multiple pain in his body due to a fall from a height for about 2 hours, and the patient was given craniotomy hematoma removal in the emergency department at around 8 a.m. On (B)(6), and the peripherally cannulated central venous catheter kit and accessories were used to observe the changes in the patient's condition at about 9:15 a.m., and then the medical staff escorted him back to the neurosurgery intensive care unit. At 9:25 a.m., it was found that the peripherally cannulated central venous catheter kit and accessories were not fixed properly, resulting in subcutaneous effusion around the catheter, and at 9:35, the central venous catheter was removed and the patient was given another peripherally canned central venous catheter kit and accessories, and magnesium sulfate was given a wet compress. On (B)(6), the patient's subcutaneous effusion was relieved.